Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed fracturing of the outer sheath and a misfire. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem09120 endovascular stent graft allegedly experienced a fracture and misfire. This information was received from one source. The malfunction involved one patient with no consequences to the patient. The one patient was reportedly a (B)(6) year old female with no weight provided.